Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: b/a washer present/condition, present/cut; damaged anvil/anvil shroud, damaged guide face, damaged knife, damaged staple pockets, damaged trocar, missing parts, staples present/location, and tissue present/describe, no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, indicator response, safety release, and trocar/anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. It fired and formed all the staples as designed with no difficulties noted. The staple heights and the staple formation were measured and were found to be conforming with respect to mfg requirements. It could not be ascertained as to why the staple line reportedly leaked. Mfg and engineering have been notified of the reported incident.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the staple line was leaking. There was no pt consequence.